Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On february 14, 2010, the lay-user/pt contacted lifescan (lfs) alleging an "error 5" issue with a one touch ultralink meter. At the same time the alleged issue began, the pt claimed that she developed a symptoms of shakiness. The pt denied receiving treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the unresolved "error 5" issue. There is no evidence; however, that the alleged issue contributed to the pt's symptom/injury or that her symptom worsened during the time of concern. The pt's symptom reportedly developed at the same time the alleged issue began. The pt also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.